Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that an a1059 mayfield modified skull clamp was not holding pressure on an unspecified date. It was unknown if there was patient contact, injury, or surgery delay. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having both rotational and lateral movement. The unit needs heli-coils added to large starburst threads; general maintenance and cleaning required. The device history record showed no abnormalities related to the reported incident nor were there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. Complaint event confirmed. Device as received would not pass functional tests. Service tech observed that the starburst threads were worn and required helicoil repair. Device received also observed to have rotational and lateral movement in the lock. Root cause for both condition were unknown, however the most likely cause was wear and tear from extended use.